Event description:
The complainanat alleged that during a routine shift check by a clinician that the alpha-numerics on the display shifted to the left and were not readable. The complainant indicated there was no pt involvement with this reported incident.